Event description:
The pt reportedly experienced pain at the implant site, facial nerve stimulation, and intermittency. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing showed that the device is functioning. Surgery to explant the pt's device has been scheduled.